Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed. During evaluation, it was observed the device was loose inside, due to which, the power button was stuck; after re-installing the device, it was noted to be normal. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, a loaner device visera 4k uhd camera control unit could not turn on. There was no patient involvement in this event.

Manufacturer narrative:
Updated fields: h4, h6, and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the inability of the device to turn on. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because the power switch in the device was stuck due to an assembly failure. This issue was resolved when the component was correctly assembled. The root cause of the original assembly failure was unknown. Olympus will continue to monitor field performance for this device.